Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels. Reportedly, the cause of the low bg level was not due to an issue with the pump. The customer declined to provide further information on the reported event.